Event description:
It was reported that: bleeding still seen after manta deployment. Surgical cutdown revealed manta in vessel. There was no reported patient harm.

Manufacturer narrative:
Qn# (B)(4). No return product evaluation could be completed as the device was not returned for investigation. The device lot history record review for lot number mn2301518 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment. Case details were reviewed. A male patient, presented in the or for an evar procedure whereas an 18f manta device was utilized for closure. Following the deployment, bleeding continued. The physician decided to perform a cut-down. During the surgical intervention, the manta device was seen within the vessel, the manta was explanted, and the vessel was sutured for closure. The root cause of the delivery of the implant not being effective in creating hemostasis requiring surgical intervention likely is contributed to user error due to the device being deployed intravascular. The device was not returned, there is believed to be no device failure. Risk documentation has been reviewed and this is a known risk of the device. The severity of harm is ranked as a 4 due to local surgical repair at the vessel access site arteriotomy was required which covers this incident. The following potential adverse events associated with the deployment of vascular closure devices have been identified in the manta instructions for use and include other access site complications leading to bleeding, possibly requiring surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to late arterial bleeding. The IFU precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. There appears to be no product quality issue concerning manufacturing, documentation, or labelling. The der process will continue to monitor and investigate any similar events.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: bleeding still seen after manta deployment. Surgical cutdown revealed manta in vessel. There was no reported patient harm.